Event description:
It was reported the patient was unable to increase the amplitude of his system. The sjm representative met with the patient for reprogramming, and it was noted the lead impedances were within the normal range. Reprogramming was unable to resolve the issue. It was reported the physician was managing the patient's pain pattern with steroid injections. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.